Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-04417. It was reported the patient experienced an undesired stimulation sensation at the ipg site. The patient turned off the scs system and did not recharge the ipg. As a result the ipg is now inoperable. The physician suspects the lead may be fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04417. It was reported the patient's ipg was explanted. The patient's stimulation was restored and the issue has resolved.